Manufacturer narrative:
Jfrl was provided with samples for catalog 515511-zat to investigate for this record. After performing a flow test, jfrl was not able to verify the reported issue. No occlusion on the returned sample was discovered. Lot# is unknown so a DHR could not be performed.

Event description:
It was reported that flow issues occurred with a prm/c60/n35. The following information was provided by the initial reporter, "connected 515511-zat to terumo chemo safe infusion set and c45 to the sure plug. Then flowed cabazitaxel acetonate(chemo). However all the drug didn't drip."

Manufacturer narrative:
The manufacturing location for this product is atom. This site is an OEM manufacturing site. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues occurred with a prm/c60/n35. The following information was provided by the initial reporter, "connected 515511-zat to terumo chemo safe infusion set and c45 to the sure plug. Then flowed cabazitaxel acetonate (chemo). However all the drug didn't drip."